Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had high blood glucose level. The customer's blood glucose level was over 600 mg/dl and customer declined to troubleshoot for high blood glucose level. It also stated that the insulin pump was beeping and received battery out limit alarm. It also stated that the insulin pump alarmed during call and normal use. The insulin pump will not be returned for analysis.